Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device had a blocked, seized and rough running motor. It was further determined that the device motor, press pin's o- ring and safety disc were jammed and that the device failed the reverse locking mechanism check and the noise check. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date of this report: the date of this report was documented as (B)(6) 2016 on the initial report. It has been updated as (B)(6) 2016. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. It was determined that the motor was blocked, seized and rough running. The device motor, press pin's o- ring and safety disc were jammed. The device failed the check for reverse locking mechanism and failed test for noise. The assignable root cause was not determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.